Manufacturer narrative:
The reported event was premature separation. Final analysis found that a catheter was returned in one piece without a device and traces of blood was noted at the distal cap. X-ray inspection found offset torque coil distal to transition zone due to procedural damage. Dimensional analysis found all the measurements were in product specification.

Event description:
Related manufacturing reference number: 2017865-2023-39176. Related manufacturing reference number: 2017865-2023-39178. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp released prematurely from the delivery catheter. A new catheter was used and the same behavior was noted. The lp was eventually implanted successfully. The patient was discharged post procedure.